Manufacturer narrative:
Initial reporter phone number removed from grid - (B)(6).

Event description:
The customer reported that the battery was not storing charge correctly. There was no reported patient involvement.